Manufacturer narrative:
During a coil embolization of carotid-cavernous fistula that was not calcified and not tortuous there was difficulty delivering a presidio (pc4100626-30/j10517, complaint product) in a microcatheter (echelon 10) due to resistance; therefore, it was withdrawn. However, the presidio device positioning unit (dpu) was pulled back it was found that the microcoil was not attached to the dpu although detachment was not attempted. The coil detached inside of the microcatheter during withdrawal. The microcoil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was completed with no further issues. There was no patient injury reported. No further information is available. The echelon 10 microcatheter was not returned. The microcoil system was returned with the electrical connector severed from the dpu. The introducer sheath and the resheathing tool were not returned. The coil was not returned. Located at the distal tip of the strain relief, the dpu was severed. The fracture was ductile in nature requiring excessive external force. No material defects were found on each of the severed ends. The detachment fiber was mechanically severed. It was stated that the coil encountered resistance inside the microcatheter. This distal interference most likely resulted in the coil becoming anchored. The most likely root cause of the unintended detachment is the coil becoming anchored within the microcatheter during removal. Due to the returned condition of the device functional testing for insertion through a microcatheter cannot be performed and without the return of the concomitant microcatheter, no conclusion regarding its impact on the event can be determined. Based on the available information and analysis of the returned device, no conclusion can be made regarding the reported resistance friction during insertion of the presidio through the noncodman microcatheter. It appears that withdrawal in the presence of this resistance led to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Per received report: the procedure was coil embolization of carotid-cavernous fistula that was not calcified and not tortuous. During the procedure, the physician experienced difficulty delivering a presidio ((B)(4), complaint product) in a microcatheter (echelon 10) due to resistance, so he decided to withdraw. However, when he pulled back the dpu, he found that the microcoil was not attached to the dpu although detachment was not attempted. The microcoil was safely removed from the patient and the procedure was continued using other products. It is unknown if the microcatheter was also replaced or not. The procedure was completed with no further issues. There was no patient injury reported. The presidio is going to be returned for evaluation whereas the microcatheter is not available. No further information is available.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.